Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber's tip was damaged at 20,680 joules of use. The procedure was completed using a second fiber. There was no report of patient injury.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture at the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus on the metal cap and devitrification of the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.